Manufacturer narrative:
H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unspecified location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of six of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak, as some fluid was found on the exterior of the supply bag, that led to this alarm. Renal therapy services (rts) assisted the caregiver (cg) with ending the therapy session and disconnecting the patient from the machine. Rts reviewed proper procedures per the user manual with the cg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.